Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 540mg/dl and vomiting causing throat pain. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 2 hours and 40 minutes later with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.